Event description:
It was reported that during a da vinci-assisted surgical procedure, 6mm sp cadiere forceps instrument rotated the wrong way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip was going backwards and when the jaws were opened the instrument tip moved backwards in the opposite direction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was found to have a broken input disk. Visual inspection was performed and a broken roll input disk was observed, located near the proximal end. The broken piece was returned with the instrument. The broken roll input disk is the likely cause of unintuitive motion. Additionally, the grip input disk was also observed to be broken, and the broken piece was returned with the instrument. There was no damage to the shaft, grip tips and housing. The housing was removed for inspection and no issues were observed. Additionally, the instrument was found to have unintuitive motion. Due to the broken roll input disk, the instrument wrist was unable to roll properly, which contributed to the unintuitive motion. Moreover, the instrument was found to have residue. Also, the housing was removed for inspection and orange discoloration was observed on 12 bearings near the clamping pulleys, input disk and section gear, which indicates corrosion. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.